Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar head. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that conversion from bipolar components to tha due to progressed osteoarthritis. Corrosion was found at the head neck junction.